Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on 20aug2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on 31jan2011. Information was subsequently received on 31oct2010 that revealed a malfunction. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4): full lead was returned and analyzed. Outer insulation breached environmental stress cracking (esc), all conductors had blood/body fluid (not obstructed), outer insulation cosmetic esc, outer insulation breached cut and cosmetic depression.

Event description:
It was reported the lead was removed due to infection. The lead was returned, analyzed, and subsequently tested out of specifications. No further patient complications have been reported as a result of this event.